Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 578 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and changed supplies to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.